Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the mega suturecut needle driver instrument be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted ventral hernia repair surgical procedure, while suturing the mesh to the abdominal wall, the mega suturecut needle driver instrument internal cable snapped, rendering the instrument non-functional. On 12/04/2024, intuitive surgical, inc. (Isi) received user facility report (B)(4) stating: patient was undergoing a robotic ventral hernia repair with mesh. While suturing the mesh to the abdominal wall, the davinci megasuture needle driver internal cable snapped, rendering the instrument non-functional.